Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead (B)(6) 2004; 5076 implantable pacing lead (B)(6) 2011; d314trg implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had an episode of atrial fibrillation which resulted in t-wave oversensing (twos). Programming changes were made, and the right ventricle (rv) lead remains in use. No patient complications have been reported as a result of this event.